Event description:
It was reported that the right ventricular (rv) lead showed no capture and p waves were .25 mv. A rv lead revision procedure will be done. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.